Event description:
Baxter received a report that viking m (product code 2040045, serial number (B)(6)), had sling bar hook broke when patient was above the bed. This occurred during patient use. There was not any patient injury or medical intervention associated with this event.

Manufacturer narrative:
Complete review is done on the lift, no fault found except broken hook on lift jumper. The baxter technician found the universal sling bar needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The technician replaced the universal sling bar to resolve the reported event. Based on this information, no further action is required.